Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the laparoscopic supracervical hysterectomy procedure, the suturing device does not hold the stitch properly. The device was difficult to toggle. The needle disengaged from the device. It could not be used. Surgery was extended by more than 30 minutes due to the product problem. There was blood in her urine and she had to wear a catheter for a week.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. Visual functional indicated no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures; therefore, a device history record will not be performed. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.